Event description:
During a thrombectomy treatment procedure, reversal-aspiration through the aspiration port of the oasis thrombectomy catheter caused an air embolism. The pt suffered hemipheric stroke and flegmatia alba dolens. The right femoral artery was used for vascular access. The clot was located in the axillar, brachial and radial vessels, causing complete occlusion. The pt was given heparin, tpa and was placed in a hyperbaric chamber as a result of the air embolism. The pt's status is currently listed as stable and improving. Additional info regarding this complaint has been requested.